Manufacturer narrative:
Investigation summary: bd received one catheter adapter assembly. Visual inspection of the unit found that there was a v-shaped cut on the catheter tubing near the tip of the catheter. This type of damage is indicative of a needle spear through; therefore the defect needle through catheter was confirmed. This type of defect can occur during the manufacturing process, due to misalignment or bent tubing, or in the clinical setting due to improper tip adhesion break. Since the unit was received out of its original packaging, bd could not determine a definite root cause. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd insyte-n¿ autoguard¿ winged shielded IV catheter was split/frayed. The following information was provided by the initial reporter: "rn reports the end of the catheter was split /frayed."